Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was having difficulty with the threshold suspend feature of the insulin pump. When the customer inserted a sensor, 15 minutes before the 2 hour warm up period, the insulin pump alarmed sensor error. The customer performed troubleshooting, and at night the device started going from high predict to low predict. The suspend threshold was set at 60 mg/dl for the blood glucose and 133 mg/dl for the sensor glucose. At the time of the alarm the customer checked their blood glucose and it was 150 mg/dl. The customer calibrated the device, which took three hours to show that it was at a normal range. At the time of the phone call the customer's blood glucose was 202 mg/dl. Nothing further was reported.